Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during implantation of an intraocular lens (iol) the lens was cracked. Additional information was requested.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens is pressed against and between three posts in the lens case. Two small cracks are observed near the edge of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Follow up attempts were made. At this point, no further information available at this time. Associated products were not provided. It is unknown if qualified products were used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).